Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 4 months following the implant of a transcatheter valve, the valve failed due to stenosis. A computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement. No patient complications were reported as a result of this event. Additional information was received to report the valve gradient at the time the thrombus was detected was 12mm hg.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 4 months following the implant of a transcatheter valve, the valve failed due to stenosis. A computed tomography (CT) scan was performed that revealed thrombus/pannus formation on the valve leaflets. Subsequently, the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement. No patient complications were reported as a result of this event.